Event description:
The consumer alleges that while leaving the doctor's office, which was located on a hill, patient turned the corner, and the rear tires allegedly rolled off the rims, causing patient to tumble out of the chair and roll down a hill. As a result of the incident, the consumer had emergency surgery to repair the damage to an existing wound.